Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no signs of any physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no discrepancies encountered in the internal inspection of the cycler. The valve actuation test and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he had a hernia. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient had an inguinal hernia for some time (onset date unknown). The patient was evaluated by the doctor and the doctor decided to leave the hernia as is and not repair. The patient was not admitted for the event and no additional medical records are available. As of (B)(6) 2016 the patient continues to complete continuous cycler-assisted peritoneal dialysis (ccpd) treatments using the cycler without issue.